Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), explanted: (B)(6) 2019, product type: lead; product ID: 97791, lot# unknown, product type: accessory. Please note that additional information received has confirmed that the explanted/analyzed lead had serial number (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported through a manufacturer representative that the patient experienced lead fracture. It was noted that the doctor considered that this was because the patient was a taxi driver and he/she twisted his/her body when passengers were paying the fare. The hcp observed the cause of the event to be ¿the patient¿ and ¿not a product issue.¿ it was reported the patient had fractured all lead contacts and the lead was replaced. It was noted that only one of the patient¿s two leads was replaced due to the issue and that the patient had ¿no problem with the therapeutic effect¿ at the time of follow-up. There were no further complications reported or anticipated. Please see regulatory report #2182207-2020-00370 for information regarding the patient¿s system after the (B)(6) 2019 lead replacement.

Manufacturer narrative:
Product ID: 977a275, serial# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 97791, lot# unknown, product type: accessory. Please note that while the specific lead identity remains unknown, additional information received reported the lead had either lot number va1qx12009 or va1v7gk029. It was not possible to determine the specific identity at the time of this report. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the lead found the braid wire and all eight conductors were broken and the outer insulation was pinched 19.9 cm from the lead¿s distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown, ubd: asku, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ¿stimulation became unable to be obtained due to fracture of the lead.¿ it was further reported ¿the feeling of stimulation could not be obtained when turning on the stimulation¿ after an echocardiography examination. Adjusting the amplitude with the patient¿s controller could not be performed either. Impedance testing was performed and found ¿abnormality in the impedance,¿ with 40000 ohm impedances noted on electrodes 0-7. The implantable neurostimulator (ins) and lead were reconnected during an operation at the time of report in an effort to troubleshoot the issue; however, the impedance abnormality persisted and the lead was replaced as a result. The issue was resolved with lead replacement. The patient¿s physician observed the cause of the issue to be a fracture of the lead. The failed back surgery syndrome was alive with no injury at the time of report. No further complications were reported or anticipated.